Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: b3, b5, d8, d9, h2, h3, h4, h6 and h11. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the r-unit component was broken causing the no image. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that the videoscope had no image. The issue was found before the diagnostic laparoscopy that was completed with a similar device and with a small delay. There were no reports of patient harm as a result of this event.

Event description:
It was reported, that the videoscope had no image. There were no reports of patient harm as a result of this event.

Manufacturer narrative:
E2/e3: information was asked but unknown, in regard to occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.